Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty positioning sensor unit (psu) camera. The camera was replaced. The replaced camera was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis, there was a confirmed electrical failure with the psu camera. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A site representative reported that after verifying instruments in the software, all of the instrument cards stated "camera disconnected". The site restarted the system and verified the instruments again, but then the same message was observed. The site restarted the system again which resolved the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for evaluation. Testing found that an internal strober error occurred on the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.